Manufacturer narrative:
Ten new b3300 clave neutral connectors were returned for investigation. No mating devices were returned to evaluate with the new b3300 clave neutral connectors. Each of the new b3300 clave neutral connectors were pressure leak tested. No leakage was observed in either the activated or unactivated positions. The complaint of leakage from the new b3300 clave neutral connectors was unable to be replicated or confirmed when functionally tested. No mating devices were returned to evaluate with the new b3300 clave neutral connectors. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Companion sample is available for evaluation, however, it is yet to be received.

Event description:
The event occurred on an unspecified date in (B)(6) 2023, and involved a microclave neutral connector which was reported to leak chemotherapy medication inside the patient's bag while at home. The customer reported that it appears to be leaking from the connector on the tubing. The cassette had no issues during set-up and priming in the pharmacy, it was checked by two pharmacists and no further information after the cassette left the pharmacy. There was patient involvement, but no harm was reported as a consequence of this event.